Event description:
It was reported that the patient was on hypothermia settings. Hospital had generator check at 5:45am and it shut the device off. They were tried to resume therapy, but device was alerting water reservoir empty. They had not filled device before and need assistance. Explained that device did not need water. Whenever device was powered off before emptying pads, the device recognized it was missing water and thought water need to be added. Had press empty pads and resume there. Water flow rate (wfr) was stabilized at 0.9 l/m.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "belt temperatures too low after nip roller and heated section". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient on hypothermia settings. Hospital had generator check at 5:45am and it shut the device off. They were tried to resume therapy, but device was alerting water reservoir empty. They had not filled device before and need assistance. Explained that device did not need water. Whenever device was powered off before emptying pads, the device recognized it was missing water and thought water need to be added. Had press empty pads and resume there. Water flow rate (wfr) was stabilized at 0.9 l/m.